Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3031a, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# v250970, implanted: (B)(6) 2009, product type: lead. Product ID 3031a, serial# (B)(4), product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3037 serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that she was told at the health care provider's (hcp) office 2 weeks ago that the "wires are broken inside her body and the only way to fix it was with surgery. The patient stated she was not going to do surgery. The patient mentioned that she wanted to lower the implantable neurostimulator (ins) because the hcp made it higher for her. The patient stated their programmer was not working. The patient indicated that she tried to adjust the stimulation on the day of this call but could not get the programmer to work. The patient describe the screen as a "square and a programmer with something cut out of it." The patient technical service determined patient was describing the replace programmer battery screen. The patient would change the batteries and try the programmer. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Other applicable components are product ID 3095-10 (B)(4) implanted: (B)(6) explanted: (B)(6) product type extension product ID 3093-28 lot# v250970 implanted: (B)(6) explanted: (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The caller mentioned the previously documented issue of the previous implant being ¿broken¿. The caller stated the implant had been replaced. No further complications were reported.